Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that a helium leak was discovered on the cart of the cardiosave intra-aortic balloon pump (iabp). This is a sales demo unit. It is unknown under which circumstance this event was occurred. However, there was no patient involvement; thus no adverse event was reported. The iabp unit will be sent to the getinge national repair center for further evaluation.

Manufacturer narrative:
The cardiosave sales demo iabp unit was received at the getinge national repair center for further evaluation. A getinge senior technician evaluated the iabp unit for the reported ¿rapid helium leak¿. The sr. Tech performed troubleshooting and checked for leaks in both the cardiosave console and the cart and no leaks could be detected. The sr. Tech found that the system only leaks when the console is connected to the cart. The technician found the leak at the cart to console quick connection fitting on the cart and noted that the one way valve within the fitting held pressure when the console was removed. To address the issue, the technician replaced the cart fitting and console "o" ring. In addition, the technician replaced the non-functional critical alarm battery with new non-inventory part. Preventative maintenance, functional test and safety checks were performed as per the service manual and all tests passed. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that a helium leak was discovered on the cart of the cardiosave intra-aortic balloon pump (iabp). This is a sales demo unit. It is unknown under which circumstance this event was occurred. However, there was no patient involvement; thus no adverse event was reported. The iabp unit will be sent to the getinge national repair center for further evaluation.